Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing; however a lead or lead parts were observed inside the implantable n eurostimulator (ins) connector port. The adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined that no output was observed on any electrode pair. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {referencing the #0 electrode, only channel 1 was able to be tested due to a part of an extension stuck in channel 2} electrode. After 1 physican mode recharge(s), the ins was able to recharge normally. Analysis determined the ins had reduced capacity due to {0} overdischarge(s). The ins did not sync with a patient programmer. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. The ins was recharged at room temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. Analysis determined there was a lead or lead parts stuck inside the ins connector port. Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2012 explanted: (B)(4) 2018 product type lead analysis of the lead (serial# (B)(4) ) found that the insulation in between the connectors was consistent with metal ion oxidation and the insulation on the proximal end of the lead had setscrew impressions between the connectors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the lead broke when disconnecting it from the generator during replacement. The rep reported that the lead showed yellow discoloration. They stated that it was a partial explant and the issue was resolved. The lead was to be returned for analysis. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The rep stated that the device was returned on (B)(6) 2018. The implantable neurostimulator (ins) and partial broken lead was returned. The rep stated on (B)(6) 2018 that the patient¿s weight was unavailable. No further complications were reported/are anticipated.